Event description:
It was reported that an implantable neurostimulator had loss of therapeutic effect, and there was pain and swelling. It was stated that the primary care provider thought it might be infected because the patient's back was hurting and there was some swelling. It was reported that the patient went to a doctor who was unfamiliar with her system and the doctor "wanted to take it out." Patient has not been able to feel stimulation for the last month. She had not used the patient programmer until now, and she was not able to make adjustments with the patient programmer either with or without the antenna. Patient has been wetting herself and it has gotten worse over the last month. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v389414, implanted: 2010 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).